Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movements were unavailable. Analysis of the system log file confirmed that the motorized movements were unavailable. During troubleshooting, the fse confirmed that the bolus chase speed controller was accidently depressed during boot up. The customer corrected the issue by themselves. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, there was no malfunction with the system and the bolus chase speed controller was accidently depressed during outside clinical use which led to the unavailability of motorized movement of the system is not likely to cause or contribute to a serious injury or death. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that when the system was booted up in the morning an error message 'motorized movements unavailable' displayed on the monitor. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.